Event description:
Acist machine was recently serviced and replaced. Today, this air sensor malfunctioned in the middle of the case several injections in. The sensor failed to detect air and an air embolus was injected into the patient's left coronary artery. FDA safety report ID # (B)(4).